Event description:
There was polyethylene wear consistent with over-use thus required revision for the right total elbow arthroplasty. Replaced the standard (left) humerus with a standard (left) long stem, attaching same to the original, right ulna.